Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The suspected test strips were not returned. Therefore, an in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8mpeg01b, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he was in the hospital for an event unrelated to the diabetes. In the hospital at 6:30 a.m., the nurse tested customer's blood glucose with the contour next link 2.4 meter and obtained a reading of 104 mg/dl. The nurse performed a repeat testing with another meter and the reading was 60 mg/dl. The customer had no symptoms of hypoglycemia. The nurse gave half a bottle of glucose to the customer and performed another test with the customer's meter at 6:39 a.m. Obtaining a reading of 148 mg/dl. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.